Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer statement: "user complained of infusion not ending on time which is stipulated to end in 24 hours based on history logs, multiple pressure alarms were detected during period of therapy that paused the therapy. Some of which took a few minutes to acknowledge. Patient condition is not affected. B.braun's engineers confirmed that the pumps were within specifications. At 10pm of 1st may, the infusion was stopped for 2 hours."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. During the therapy a lot of pressure alarms were found. The reason for the pressure alarms could not be clarified. Between the pressure alarms a infusion with a rate of 83,33 ml/h was started. No other abnormalities were found. The complaint could not be confirmed. B.braun's engineers confirmed that the device were within specifications.